Manufacturer narrative:
A device history record (DHR) was reviewed; no evidence of abnormal sterilization cycle was found associated with this serial number.

Manufacturer narrative:
As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found by visual inspection of the lead a full breach outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage to the inner insulation.

Event description:
This report is to advise of an event observed during analysis.